Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported ¿failed downstream occlusion test¿ was not reproduced. The device was tested for downstream occlusion detection test for high, low and medium settings with passing results. A review of the event history log revealed multiple downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing. There was no patient involvement. No additional information is available.